Event description:
A malfunction alarm, identified by the code malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information and assistance to reset the pump, successfully resolving the issue. The malfunction code did not recur after the reset, and the customer was informed to continue using the pump and to contact support if any issues reappeared.